Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text.

Event description:
It was reported that the unspecified bd nexiva¿ closed IV catheter system tubing expanded past where it had been clamped during the contrast infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "new nexvia IV catheters in circulation. 20g IV in the right ac used for CT of the abdomen with contrast. Per CT tech she was using 1/2 the pressure rate and the contrast was connected to the hub closest to the patient. This has been difficult with the new IV catheters as there is only a single lumen. Pt was positioned as normal, pressure as normal, scan ran as normal. When tubing was checked, the pressure had blown the IV tubing up past where it was clamped. Contrast did not reach the patient. Pt had to be rescanned with contrast, therefore received double the dose of radiation."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva¿ closed IV catheter system tubing expanded past where it had been clamped during the contrast infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "new nexvia IV catheters in circulation. 20g IV in the right ac used for CT of the abdomen with contrast. Per CT tech she was using 1/2 the pressure rate and the contrast was connected to the hub closest to the patient. This has been difficult with the new IV catheters as there is only a single lumen. Pt was positioned as normal, pressure as normal, scan ran as normal. When tubing was checked, the pressure had blown the IV tubing up past where it was clamped. Contrast did not reach the patient. Pt had to be rescanned with contrast, therefore received double the dose of radiation."